Event description:
A distributor contacted zoll to report that a (B)(6) female patient was inappropriately defibrillated. The patient received three treatments at 16:53:47, 16:54:11, and 16:54:37 on (B)(6) 2014. The rhythm at the time of the treatments was atrial flutter (afl) with a rapid ventricular response (155 bpm fo all three treatments). The rapid afl rate contributed to the false detection. The response buttons were not used during the event. The patient was conscious and dancing at the time of the event. The patient went to the hospital for further evaluation and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 049/2012 - reuse. Electrode belt (B)(4): 04/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4).